Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On unknown dates, the patient experienced buried bumper. The nurse reported that the patient had her peg-j tube replaced every year due to multiple buried bumpers. It was unknown and not available how many buried bumper events the patient experienced. The dates of the tubing replacements were not reported. No further information was available. No batch numbers were reported; therefore, abbvie is reporting the multiple buried bumpers in one medical device report.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.